Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast reconstruction with 700cc artoura breast tissue expanders experienced bilateral deflation post procedure. The deflations were diagnosed through a physical examination. The right expander was inflated to 450ccs at the time of the deflation. The left sided deflation is less pronounced and leaking more slowly. As a result, explant and replacement with unspecified implants was performed on (B)(6) 2021. The right sided deflation was reported initially under 1645337-2021-10393 on (B)(6) 2021. On october 27, 2021 mentor received additional information and initial awareness of bilateral issues. This report relates to the left prosthesis.